Manufacturer narrative:
D10: (B)(6) 02-012-45-2010 - lgc tibial fit tray cem sz 2f / 1t. (B)(6) 02-012-60-1440 - tru stem ext 14mm x 40mm. (B)(6) 204-70-00 - tibial stem ext. Screw. (B)(6) 02-010-01-0320 logic femoral ps cem right sz 2. (B)(6) 02-012-35-2011 logic tibia ps mod insrt sz 2 9mm. The product associated with the reported event is within the scope of recall 1038671-04/18/2024-002-r; however, there is insufficient information to evaluate whether the subject issue of the recall was a cause or contributor to the reported event. Multiple MDR reports were filed for this event, please see associated reports: 1038671-2025-02044, 1038671-2025-02045. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported approximately 175 months post a right total knee arthroplasty, the patient presented with pain and approximately a week later underwent scheduled a second right knee revision procedure of the femoral component insert and patella components. It was noted the insert and patella were replaced due to recalls and the femoral component was significantly loose. Pictures of the explants were provided. There were no surgical delays or medical interventions reported. The patient was last known to be in stable condition following the event. No additional information is available.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined that this device did not cause or contribute to the reported event. As a result, this complaint event is no longer considered reportable by exactech and this report may be disregarded.